Event description:
It was reported while using bd precisionglide¿ 27 g x 1-1/4" hypodermic needles the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: material # 305136 batch # 2021694. It was reported that the needle broke while administering a shot. Verbatim: bd1 - 305136 - lot:2021694 - needle broke while nurse was giving shot. Needle broke off from hub while in patient body. Patient requiring to have surgical intervention to remove needle that broke off in her.

Manufacturer narrative:
Date of event. Date of event is unknown; awareness date has been used for this field. A device history record review was completed by our quality engineer team for provided material number 305136 and lot number 2021694. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.